Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, the customer also reported the pump battery was depleting quickly. Customer¿s blood glucose value was 178 mg/dl. Pump began charging after 30 minutes of being plugged into a power source and customer was instructed to fully charge pump.